Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming error code 1870. It was reported the batteries were changed, however the pump restarted and then alarmed again. No adverse patient effects were reported. No additional information is available at this time.